Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They guided the caller to the diagnostics screen, where the system displayed 82 total hours and 51 pump hours. The initial readings showed inlet pressure (ip) was of -7.2 psi, circulation pump command (cpc) was 78 percentage, and a flow rate (fr) of 0lpm. The caller then disconnected and reconnected the tubing using proper technique. After reconnection, the readings were as follows, flow rate (fr) remained at 0 lpm, inlet pressure (ip) was -7.0 psi, and circulation pump command (cpc) was dropped to 66 percentage. They advised the caller that the issue was likely due to a malfunctioning flow meter. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. No additional actions can be taken at this time. Correction: d, the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller reports initiating arctic sun device stat therapy with new pads from an unopened box. Flow rate (fr) primed then immediately stops. Flow rate (fr) was 0lpm. They guided the caller to the diagnostics screen, where the system displayed 82 total hours and 51 pump hours. The initial readings showed inlet pressure (ip) was of -7.2 psi, circulation pump command (cpc) was 78 percentage, and a flow rate (fr) of 0lpm. The caller then disconnected and reconnected the tubing using proper technique. After reconnection, the readings were as follows, flow rate (fr) remained at 0 lpm, inlet pressure (ip) was -7.0 psi, and circulation pump command (cpc) was dropped to 66 percentage. They advised the caller that the issue was likely due to a malfunctioning flow meter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller reports initiating arctic sun device stat therapy with new pads from an unopened box. Flow rate (fr) primed then immediately stops. Flow rate (fr) was 0lpm. They guided the caller to the diagnostics screen, where the system displayed 82 total hours and 51 pump hours. The initial readings showed inlet pressure (ip) was of -7.2 psi, circulation pump command (cpc) was 78 percentage, and a flow rate (fr) of 0lpm. The caller then disconnected and reconnected the tubing using proper technique. After reconnection, the readings were as follows, flow rate (fr) remained at 0 lpm, inlet pressure (ip) was -7.0 psi, and circulation pump command (cpc) was dropped to 66 percentage. They advised the caller that the issue was likely due to a malfunctioning flow meter.